Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, lab: 4.1. The nurse reported that a patient got 1.6 inr at the clinic but was complaining of shortness of breath, so was sent to the ER where he received a lab draw of 4.1 within one hour. This is considered an adverse event because of the possibility that the patient's shortness of breath was due to a pulmonary embolism. No further patient information was provided.